Event description:
It was reported that the pt missed a pump refill and the volume in the pump was below the recommended volume to maintain adequate infusion. The pt's mother was informed by the physician to wait to hear an alarm and when the alarm sound was heard, to call and come in for a refill. Someone was with the pt at all times; an alarm was never heard. Subsequently, the pt experienced withdrawal and was hospitalized tuesday through friday of the previous week. The mother stated the pt was "critical". The pt had been set up with home health so that future refills could occur prior to the alarm date. The medication being delivered via the device system was baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.